Event description:
Report received of an over-delivery of morphine. The pump was programmed to deliver morphine 1mg/dl in the continuous + pca mode with a 0.5mg/hr continuous rate, 4mg pca dose, 20 minute patient lockout. No 4-hour limit was specified. The infusion was started at 6:15 am. At noon, it was reported that the device was alarming with an empty syringe alarm, and the syringe was empty. The customer contact indicated that the patient was not in a condition to press the pca button. It was reported that at a continuous rate of 0.5mg/hour, the amount of medication expected to be gone from the syringe in this 6-hour time frame was only 3ml. There were no family members or visitors in the room. There was no adverse effect to the patient. No medical interventions were required. The pump was removed from clinical service. Though requested, there was no additional information available.